Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), a high out of range shock impedance measurement was observed upon connection of the chronic implantable defibrillation lead to the device. Lead to header connections were examined and observed to be acceptable. Shock impedance measurements were observed to be acceptable when the shock configuration was reprogrammed distal coil to can. Defibrillation threshold (dft) testing was successfully completed and observed to be acceptable. No adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.